Event description:
A doctor reported that during glaucoma shunt implantation the shunt was not released after pushing the button. The surgeon tried to release the shunt from the delivery system, but it fell out of the operative field. The procedure was completed with another shunt and there was no harm to the pt. No further info is expected.

Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR (device history record) review and the product was released according to optonol's release criteria. The root cause cannot be determined. Additional info was requested and received. (B)(4).